Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebx0608 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after placement, it was observed that what appears to be a "remanence" of a guidewire was left in patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed; however, the root cause was not identified. The product returned for evaluation was nine photographs which depicted a guidewire and a powerpicc catheter. Usage residues were visible in all nine photographs. Photograph 1, 2, 3, 6, 7, 8 and 9 depicted a guidewire that exhibited a knot approximately midway along its length. One tip of the guidewire exhibited a break. Slight elongation of the coil wire was observed. Photographs 4, 5 and 6 depicted a 5fr t/l powerpicc catheter. No catheter damage was evident in the photographs. While guidewire damage was evident in the supplied photographs, inspection of those photographs was insufficient to identify the cause of the damage. Potential contributing factors include tensile (pulling) stress and guidewire withdrawal against the introducer needle bevel. A lot history review (lhr) of rebx0608 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after placement, it was observed that what appears to be a "remanence" of a guidewire was left in patient.